Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the device was returned and analysis found that the device lasted 74% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
It was reported that the device was prematurely at eri (elective replacement indicator). It was further reported that the right ventricular lead was fractured. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.